Event description:
Physician was unable to advance stent into the right coronary artery for placement. After withdrawing catheter from pt, it was discovered that stent had dislodged from placement catheter. Attempt to locate stent radiologically was unsuccessful.